Event description:
It was reported that the side rail would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted with results from evaluation/investigation. It was determined the head left siderail would not latch due to a damaged timing link.

Event description:
It was reported that the head left siderail would not latch due to a damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.